Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device image issue. Tac escalated the issue to queue for a call back. It was confirmed that the device was operation and releasing images successfully after troubleshooting. A follow up call was place to customer who confirmed that the device is fully functioning and is back service. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that evis exera iii video system center does not display an image when looking at patients history. There was no harm, infection or user injury reported due to the event.